Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) setscrew and wrench would not fixated. It "turned loosely" and "not able to unscrew it." The device was explanted and replaced. The right ventricular (rv) lead exhibited high thresholds which was determine to not be an issue and they physician wanted to wait until the device reached elective replacement indicator (eri) to replace the lead. During the explant of the lead, the lead was stuck in the device. A lead end cap kit was used to cap and cut the lead, the remainder of the lead was explanted and replaced. No patient complications have been reported as a result of this event.